Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cable unit and charge-coupled device could not be identified. Per the instructions for use below (the phenomenon might have been prevented): - do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. - never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. Upon inspection the customers complaint was confirmed due to faulty cable unit. It was noted the unit has intermittent black horizontal lines due to faulty charged coupled device. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus while preparing for a procedure the hd autoclavable camera head no image displayed. There was no death, harm, or injuries reported for this event.